Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited undersensing and loss of capture. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was doing well post procedure.